Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, arrhythmia, dyspnea and stenosis are listed in the xience v everolimus eluting coronary stent system electronic instructions for use (eifu) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of 3.5 x 28 mm xience v stent in the proximal left anterior descending (lad) artery. On (B)(6) 2016, the patient experienced an episode of tachycardia, and had complaints of angina and dyspnea. On (B)(6) 2016, the patient was re-hospitalized. Coronary angiography was performed and noted restenosis in the proximal and mid lad, within 5 mm of the xience v stent implanted in the proximal lad. A 3.5 x 32 mm non-abbott stent was implanted, covering the entire length of the previously implanted xience v stent, as well as the restenosis on either side of the stent. No additional information was provided.